Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6) ); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there were high impedences, all electrodes are from 20,000 to 40000; loss of stimulation. Pt will be referred for lead replacement. Unknown cause of high impedances.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the reason for call was caller reported their implant totally quit working like 4 or 5 months ago and they met with rep around that time who was unable to resolve the issue and "shut it completely down." Agent attempted to ask clarifying questions and caller described that the rep tried everything and it would not work and so the rep turned it off. Caller added that they are scheduled for surgery on may 12 to "have it fixed." Pt is scheduled for lead revision/replacement.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative(rep). It was reported that the lead was replaced with removed lead being returned. There was a severe kink at the anchor point of both lead tails. The leads both broke with slight pressure when being removed from the epidural space. New lead with no impedance issues until surgeon irrigated the wound with copious amounts of irrigation. High impedances notes on contacts 0-3 and 8-11. Surgeon was not alarmed saying he may of over irrigated the scar capsule. Will turn on stimulation at first post operative visit (B)(6) 2025. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that the lead was fractured/damaged/broken. Severely kinked and worn at anchor site from most likely repeated bending. There was a loss of stimulation noted. The lead was replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 97792, serial#: unknown, product type: accessory. Product ID: 97792, serial#: unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep returned the explanted lead and reported that it broke when surgeon freed up soar tissue.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken approximately 12 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.